Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (diagnosed when she was a child). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual cycles / excessive menstrual bleeding") and dysmenorrhoea ("severe cramps"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with oral contraceptive nos, surgery (on (B)(6) 2017, she underwent dilation and curettage and endometrial novasure ablation) and surgery (on (B)(6) 2017, she underwent dilation and curettage and endometrial novasure ablation). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, abdominal pain, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: on or around (B)(6) 2016, plaintiff underwent a diagnostic cystoscopy, d&c, and endometrial novasure ablation to address plaintiff's dysfunctional uterine bleeding and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: showed bilateral tubal occlusion on or around (B)(6) 2016, plaintiff underwent a diagnostic cystoscopy. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events including dysfunctional uterine bleeding and abdominal pain. Dysfunctional uterine bleeding (dub) is irregular uterine bleeding that occurs in the absence of recognizable pelvic pathology, general medical disease, or pregnancy. It reflects a disruption in the normal cyclic pattern of ovulatory hormonal stimulation to the endometrial lining. The bleeding is unpredictable and it may be excessively heavy or light and may be prolonged, frequent, or random. In this particular case, plaintiff was diagnosed with dysfunctional uterine bleeding after essure insertion and presented abdominal pain for which she underwent d&c and endometrial novasure ablation. This case was classified as incident due to the surgical procedure required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (diagnosed when she was a child). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual cycles / excessive menstrual bleeding") and dysmenorrhoea ("severe cramps"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with oral contraceptive nos, surgery (on (B)(6) 2017, she underwent dilation and curettage and endometrial novasure ablation) and surgery (on (B)(6) 2017, she underwent dilation and curettage and endometrial novasure ablation). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, abdominal pain, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: on or around (B)(6) 2016, plaintiff underwent a diagnostic cystoscopy, d&c, and endometrial novasure ablation to address plaintiff's dysfunctional uterine bleeding and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: showed bilateral tubal occlusion on or around (B)(6) 2016, plaintiff underwent a diagnostic cystoscopy. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of product technical complaint: company causality comment this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events including dysfunctional uterine bleeding and abdominal pain. Dysfunctional uterine bleeding (dub) is irregular uterine bleeding that occurs in the absence of recognizable pelvic pathology, general medical disease, or pregnancy. It reflects a disruption in the normal cyclic pattern of ovulatory hormonal stimulation to the endometrial lining. The bleeding is unpredictable and it may be excessively heavy or light and may be prolonged, frequent, or random. In this particular case, plaintiff was diagnosed with dysfunctional uterine bleeding after essure insertion and presented abdominal pain for which she underwent d&c and endometrial novasure ablation. This case was classified as incident due to the surgical procedure required. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.